Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's wife called to report that the patient fell. She reported that the area around the device was swollen, but now it feels "sunken." She also stated that the patient has not been feeling well. Further follow-up did not yield any additional relevant information regarding this event. The device remains in use. No patient complications were reported as a result of this event.